Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. During the cartridge loading process, the cartridge would not fit onto the pump. The customer observed 2 o-rings on the pneumatic tap. The customer removed the o-rings and the cartridge was loaded. Insulin delivery was resumed. The customer's blood glucose (bg) level ranged from 220 to 523 mg/dl. A bolus was delivered and insulin injections were used to address the bg level.